Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual inspection and packaging integrity test was performed and the samples met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a parotidectomy on an unknown date and suture was used. Approximately one month following the procedure, the patient experienced pustules around the ear. Additional information has been requested.